Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the rear label was damaged, and the speaker was visible. There were dents to the rear. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device, during the visual inspection the problem was confirmed, and it was replaced. Additionally, the downstream occlusion seal was replaced due to degradation. The device passed performance verification tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period